Manufacturer narrative:
The initial MDR was filed on 22-dec-2020.additional information ((B)(6) 2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse confirmed the photometer lamp intensity was low and required replacement. After replacing the lamp, the cse checked the lamp intensity/voltage and found some wavelengths failed the intensity/voltage test. The cse replaced the lamp a second time and allowed for one hour of burn in time. The instrument was returned to the customer. The cause of the falsely depressed creatinine (crea_2) patient sample test results is unknown. The potential cause of the event was an unstable lamp. The instrument is performing within specifications.no further evaluation of this instrument is needed.section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that four falsely depressed creatinine (crea_2) patient sample test results were obtained from an atellica ch 930 analyzer. Siemens evaluated the system message logs and found that low intensity lamp error messages were generated by the instrument. The customer replaced the lamp. Siemens is investigating.

Event description:
Four falsely depressed creatinine (crea_2) patient sample test results were obtained from an atellica ch 930 analyzer. The initial test results were reported to the physician(s). The same patient samples were repeated on an alternate instrument. The repeat test results were reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 test results.